Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited an e224 communication error. The failure occurred during preparation for use for a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found leak failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the e224 error was identified to be caused by a faulty cable unit a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited an e224 communication error. The failure occurred during preparation for use for a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no patient harm.